Event description:
A us distributor contacted zoll to report that a patient developed a irritation under the lifevest equipment. Patient described the area as a red and sore golf sized irritation on the front right side by the electrode. There was no alleged device malfunction contributing to the irritation. The patient reported being in the hospital, but there is no indication of medical intervention. Reporting out of the abundance of caution. Follow up indicated that the skin irritation improved.